Event description:
It was reported that during a laparoscopic anterior resection procedure, the trocar leaked gas out of the top of the reducer valve, whenever there was no instrument in situ. When an instrument was taken out, the surgeon tried to re-approximate the valves with her finger, but leaking continued. The only way to stop was to have an instrument in place at all times. The procedure was prolonged five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Yes - hissing if so, did the noise prevent insufflation? No. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Unknown. What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? Yes - through the top reducer valve. Was a device inserted in the trocar during the leaking? Yes - to stop the leaking if so, what device? 5mm instrument. Was any torque being applied to the trocar or device? No. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.